Manufacturer narrative:
Summary of evaluation: evaluation results indicate that this event is associated with excessive patient weight and lack of cortical support.

Event description:
The pt fell and presented with knee pain. Revision surgery revealed breakage of the tibial baseplate. The tibial insert was also removed at this time.